Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose (bg) level was 554 mg/dl with diabetic ketoacidosis (dka). Insulin pens were administered to address bg level. Subsequently, the emergency medical transport transferred the customer to the hospital and was treated with intravenous (IV) drip. The contact declined to provide when the customer had been released from the hospital; however, reported that the treatment resolved the issue with no permanent damage to the customer. Reportedly, the customer connected the pump to a power source to charge, but the pump did not turn on. The customer reported having manual injections as alternate insulin therapy.